Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to poor performance from activation and the need for frequent mris. There are no plans to reimplant the patient with a new device as of the date of this report.